Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, a triclip was successfully implanted. During deployment sequence of second triclip, the clip was unable to pass lock test as it opened up 110 degrees continuously. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects reported.